Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patient was revised because the liner disassociated from the acetabular shell. Only the liner was removed.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case three of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. A search of the complaints databases finds no other reports against the acetabular liner. The search was not possible against the acetabular cup as the necessary product/lot code combination was not provided. It has been reported that the depuy acetabular devices have been used in conjunction with a competitors femoral head and femoral stem. This use of depuy devices is not recommended and is considered off label use. The six attached x-rays were reviewed. Two of the six showed clear evidence of disassociation, in that the head was not centered within the cup shell. No device fracture was observed. Nothing to suggest product nonconformance was identified. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.